Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer called to report no delivery alarms. The customer then stated she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump alarmed no delivery. Nothing further was reported.